Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, there was an issue using the injection/extraction of oil. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system, but could not replicate the reported event. The company service representative found that the footswitch cable was not connected properly and reconnected it. Unrelated to the reported event, the male and female pneumatic connectors were replaced. The system was then tested and met all product specifications. The system was manufactured on may 27, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).